Event description:
It was reported the patient had surgery on their bladder and when they went in for a post operation appointment on monday their healthcare professional (hcp) felt spasms in their bladder during the exam. The patient stated that stimulation was going down their toes and it felt like electricity was coming down from the bottom of their foot. This occurred when stimulation was on. When the patient lowered the stimulation it would not work at all and they were in a lot of pain. The patient had tried all programs and they were not working either. Prior to the last programming it was working well. The manufacturing representative stated they would probably have to adjust stimulation again. The patient met with a manufacturing representative to be reprogrammed on (B)(6) 2014. Following the reprogramming the patient was receiving better results and they were receiving effective therapy.

Event description:
Additional information was received from a patient. The patient had a surgery related to the bladder as the pain and spasms had gotten worse. The patient was to follow up with their healthcare provider (hcp) as they could change all of the programs and help with the spasms.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0992z, implanted: (B)(6) 2013, product type lead. (B)(4).